Event description:
Medtronic rep reported the awl probe tap driver (apt) is locked up and will not rotate. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
Per RMA a replacement apt driver was sent to site. Upon eval of returned driver, the driver is locked up and will not rotate. Otherwise, the driver accepts handle and instruments without issue.